Manufacturer narrative:
One bellatek hybrid bar 5 implants (cshy05) was reported but not returned for investigation. Therefore, visual/physical evaluation could not be performed. The investigation was completed using only the available information. Functional testing could not be performed due to the nature of the device and event. No pre-existing conditions were noted. Images of scan were provided. The reported event could not be verified. Appropriate documents were reviewed. DHR review was completed for the subject lot number (8624176-1). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A lot specific complaint history review is not conducted for psp complaints. Patient specific products have a unique one time use lot number. Therefore, a lot specific history search for this complaint is not performed. March post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Based on the available information, device malfunction and the reported event could not be verified.

Event description:
No further event information available at the time of this report.

Event description:
It was reported that the bar is broken at implant number 5. The cylinder is almost bisected with the distal extension attached.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4).